Event description:
It was reported that during a tandem occlusion treatment, a revascularization device was used to treat the intracranial occlusion at mca. The treated lesion was by dissection. Thrombosis formed during the procedure and after deployment of the carotid stent. The carotid stent was fully open. The procedure was completed by aspiration at the stent, and the patient was given the medication tirofiban. Then, intracranial occlusion was treated for 20 minutes. After that, the thrombus was dissolved and the tirofiban was continued to be administered until the next day. The patient was sent to the rehabilitation center and was doing well. After a three-month checkup, the stent was observed open with no thrombus material. Additional clinical information received noted the following: stenosis location: ica. Location intracranial occlusion: mca. Vessel proximal diameter (mm): 5.5. Vessel distal diameter (mm): 3. Stenosis grade before treatment: 80. Protection systems: no. Pta at carotid stenosis: post stenting dilation. First treated occlusion: extracranial. Casper implanted during mt: yes. Re-access across casper x: yes. How was the reaccess: easy. Final stenosis grade: 20. Improvement stenosis grade: 75. Final tici: 3. Pre-procedure: no. Pre-procedure (sapt, dapt, none): none. Lysis pre/peri: no. Heparin: unknown. Peri-procedure asa; tirofiban. Peri-procedure (sapt, dapt, none): dapt. Post procedure (in hospital stay) asa, clopidogrel, tirofiban. Post-procedure (sapt, dapt, none): tapt. Tirofiban in hospital stay: yes. At discharge: unknown. Additional information medication: peri: asa 500. Introduction of the stent into delivery system (gw, embolic): 3. Introduction of the stent into delivery system (sheath, gc, bgc): 3. Casper¿ x delivery system navigation: 3. Stent deployment: 3. Stent opening: 4. Stability during the procedure: 3. Ease of re-sheathing: 3. Wall apposition: 3. Plaque containment: 3. Visibility: 4. Overall: 3.

Manufacturer narrative:
The product reported in this report is an exported device not cleared or approved for marketing in the us. The complaint is being reported based on this product meeting similar product criteria (similar to roadsaver/casper carotid stent device ¿ PMA#: p210030). A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. The device was implanted and therefore not available for return and investigation by the manufacturer. However, medical information was provided and will be reviewed. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
Procedure/medical information review: a detailed review of the medical reported dated (B)(6)2024, was performed on (B)(6)2025. On (B)(6)2024, the patient received treatment for a dissection and m2 occlusion which involved the use of a casper x device which was implanted during the mechanical thrombectomy for the treatment of a tandem occlusion. Index procedure date was (B)(6)2024. Stent thrombosis occurred during the performance of the procedure on (B)(6)2024 and after deployment of the casper x device. Casper x device was described as fully opened. Data reviewed indicates that the procedure was completed by aspiration at the stent and tirofiban was given. The intracranial occlusion was treated for a duration of (~ 20 min) and after this treatment, it was determined that the thrombus was dissolved. Based on the review of data and in my professional opinion, an intraoperative thrombus occurred during the performance of the procedure and the casper x device after deployment was determined to be fully opened. Thrombus was treated which included aspiration of the stent and treatment with tirofiban. The relationship of the event to the stent cannot be ruled out. No device malfunction was reported. 3 months post-performance of the procedure, post-operative patient checkup showed the stent was open with no thrombus material present. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: ¿ arrhythmia ¿ aneurysm and pseudoaneurysm formation ¿ abrupt vessel closure ¿ allergic reactions (including to antiplatelet agents, contrast medium or stent materials) ¿ arteriovenous fistula ¿ bleeding from anticoagulation/antiplatelet medication ¿ bradycardia and hypotension ¿ carotid artery spasm ¿ coronary ischemia ¿ death ¿ disseminated intravascular coagulation ¿ emboli (air, tissue, plaque, thrombus, device or other) ¿ emergency artery bypass graft surgery ¿ hematoma ¿ hemorrhagic or embolic stroke/tia ¿ infection and/or pain at insertion site/sepsis ¿ intimal tear/dissection ¿ myocardial infarction (mi) ¿ new or worse encephalopathy ¿ renal failure/insufficiency ¿ respiratory arrest ¿ stent misplacement ¿ tissue necrosis ¿ vessel injury/dissection/perforation/rupture/trauma ¿ vessel occlusion or thrombosis ¿ vessel spasm or recoil warnings should unusual resistance be felt at any time during access or removal, the sheath introducer/guide catheter and casper x system should be removed as a single unit. Applying excessive force during delivery or retrieval of the casper x system can potentially result in loss or damage to the device and delivery components. If an epd device is used, allow for and maintain adequate distance between the filter, the stent delivery system or deployed stent to avoid potential entanglement. Do not reposition the casper x system without fully retrieving the device. The casper x stent must be retrieved into the delivery system and redeployed at the desired target location or removed completely from the patient. The use of a guiding sheath or guiding catheter with a fixed hemostasis valve may cause the distal tip of the delivery catheter to detach at the hemostasis valve upon removal if the valve is not adequately opened. Precautions exercise caution when crossing the deployed/detached casper x system with adjunctive devices such as guidewires, catheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use introduction of the stent delivery system access the treatment site using the appropriate accessory equipment and insert an epd usable as a guidewire. If an epd is not preferred, use a sufficiently long .014¿ guidewire and place it across the lesion. Warning: always use a guidewire or epd when advancing or withdrawing the delivery system. If necessary perform a pre-dilatation at the lesion target site using a standard pta technique using the recommended guide sheath or guiding catheter on the outer box label. The guide wire or epd device should be advanced past the target lesion site. Then the delivery system should be advanced over the guide wire or epd to the lesion site using fluoroscopy. Caution: do not advance the delivery system against significant resistance. The cause of the resistance should be determined by fluoroscopy and remedial action taken. Withdraw the system and use a new one. Slack removal ensure that the delivery system catheter outside the patient remains flat and straight. Warning: slack in the delivery system catheter either outside or within the patient may result in misplacement of the stent beyond the lesion. Stent deployment note: the casper x stent should be sized to the vessel according to the reference vessel diameter range listed on the product label. The casper x stent foreshortens as it expands to the diameter of the native vessel. The stent foreshortening should be taken into account when sizing and deploying the casper x carotid stent system. If the casper x stent positioning is not satisfactory across the target lesion, the stent may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured up to 50% of its deployment from the catheter delivery system (see figure 5 and 6). Recapturing of stent can be accomplished by removing the slack in the delivery catheter shaft and then maintaining the inner catheter (handle) position and advancing or pushing forward the outer catheter. After recapturing the stent into the delivery system then you can redeploy the stent across the lesion, taking into consideration the foreshortening of the stent. Ensure the rhv is open. The stent is deployed by outer catheter retraction. Deployment is complete by maintaining inner catheter position (holding handle) while retracting the outer catheter and allowing the stent to expand (see figure 4). Withdrawing stent delivery system after the stent has been completely deployed, using fluoroscopy, withdraw the delivery system carefully, leaving the guidewire or epd in place. Perform standard post-procedural angiography. Post-deployment stent dilatation if the stent is not completely expanded within the length of the lesion, post-dilation with the balloon catheter inside the stent may be done with standard pta technique. The inflated nominal diameter of the pta balloon used for post-dilation should be approximately the same as the diameter of the referenced native vessel.

Event description:
See h11.